Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The radiographic images provided were not of sufficient quality to draw a conclusion. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. There are many clinical factors that can affect the results of any surgery, such as surgical technique, implant alignment, pre-operative and post-operative care, the implant, patient pathology and daily activity. The current IFU provided with these devices states, "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions" & "prosthetic components can loosen or migrate due to trauma or loss of fixation." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Approximately 3 months post-op it was reported that the patient will need to undergo a revision surgery due to loosening of the tibia component. Patient returned 1 month later and was hurting. No remarkable circumstances, the patient was doing wonderful and being normal with activity then, suddenly started having pain.

Manufacturer narrative:
The device is not available at the time of this report as it is still in the patient. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Sometime post-op it was reported that the patient will need to undergo a revision surgery due to reasons that were not available at the time of this report.